Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, the air was leaking out. This was brand new. There was no harm and another device was used with a 5 minute delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) for the 34 in. (86cm) dual port single bladder disposable cuff with plc and protective sleeve, part number 60707015600, review could not be performed as a lot number was not provided for the reported event. On (B)(6) 2018, it was reported from (B)(6) hospital that a 34 in. (86cm) dual port single bladder disposable cuff with plc and protective sleeve had air leaking out during surgery. On 23 jul 2018, a returned product investigation was performed on the 4 in. (86cm) dual port single bladder disposable cuff with plc and protective sleeve. The physical evaluation revealed that the returned cuff was leaking and also failed the leak test. The results of the returned product investigation have confirmed the reported event. The root cause of the reported event cannot be specifically determined with the provided information because the lot number of the failing device was not provided and not on the returned product. However, the root cause of similar failures, was due a need to assess all tooling for rectification, an lack of corrective maintenance ticketing, non-updated preventative maintenance procedure and possible foreign material. The validation processes now in place will reduce the occurrence rate of this failure type. The scar encompasses medplast cuffs. This complaint is documented. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.